Event description:
Rptr has arthritis in her entire spine. She has numbness and tingling in her hands. She has pain and weakness in her arms, is suddenly sensitive to a lot of medications, she is severely fatigued, has severe migraine headaches, has muscle spasms in back and legs, swollen feet and ankles, infections, high blood pressure, heatwaves, floaters in her eyes, stomach and colon problems, frequent cold sores, pain in all of her joints, a lot of nausea, some hair loss, erratic heartbeats. She has been ill for the last 4 months. She has pain all the time, depression and insomnia, hiatal hernea, carpal tunnel syndrome, poor quality of life and she is sick all the time.